Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they are having a lot of pain over the top and around their stimulator in their back. Patient added that the pain has been on going on probably a month and it's getting worse. Patient confirmed that the pain occurs at all times and when they put the recharging antenna over their implant. Patient also stated that if they have certain shorts on that are over the waistband it is uncomfortable. Patient confirmed that they have not had any recent falls or trauma to their implant site. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that their hcp couldn't administer injections around the implant site and had to inject under their tailbone.

Manufacturer narrative:
B3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.